Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported a button error alarm. The customer's blood glucose was 165 mg/dl. The mother stated the insulin pump was exposed to moisture prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.